Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging sickness, throat irritation, cough, shortness of breathing, nasal irritation, sore throat. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged alleging sickness, throat irritation, cough, shortness of breathing, nasal irritation, sore. Throat. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected the external and internal aspect of the device and observed unknown dust like white and black contamination inconsistent with degraded sound abatement foam ,at the air input of the blower box and light dust like contamination on top of the blower motor and the blower motor seal also observed by manufacturer. The manufacturer was observed slight black contamination ,consistent with keratin at the air outlet of the blower box and tiny unkown black and white specs of contamination on the bottom of the blower box. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no error found. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown and there is no visible damage or functionality failures of the device ,which suggest that the source of contamination was external to the device.